Event description:
A customer reported experiencing a cartridge alarm 20 with their pump. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, but the customer currently has no backup therapy available and plans to contact their healthcare provider. The pump was out of warranty, and the customer was not interested in obtaining an out-of-warranty loaner pump.